Event description:
Perclose unsuccessful as stated by md. Physician states "right femoral artery leaking as seen on CT scan, resulting in retro-peritoneal bleed." Pt to emergent surgery to repair retroperitoneal bleed.